Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. During an attempted cybersecurity update the pacemaker went into backup operation. The device was successfully restored and reprogrammed. The patient was stable throughout.